Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement of the insr antenna resolved the 376 error code and ins depletion. The patient did not know the cause of the ins battery not lasting as long and no actions had been taken to resolve the issue. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient's ins recharger cord was damaged by their dog chewing on it and that the had a 376 error code (antenna test temp failure). The patient also that their ins had died the night prior to the report and that they charged it to one bar in the middle of the night. The patient was concerned because their antenna was damaged and they did not want to take medication. The patient also noted that their ins had not been lasting as long despite getting good coupling and not making any changes to the settings/programming. Follow-up was conducted. No patient complications were reported.